Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the fiber tip is not detached; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits very mild detritus adhesion on metal surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint "the tip of fiber came off while lasering in the prostate" could not be confirmed; the glass cap distal fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 29,775 joules of use and 5:45 minutes, the fiber tip was loose. It was also reported that "the tip of fiber came off while lasering in the prostate." The procedure was completed using a second fiber. Patient outcome "ok" was reported.